Event description:
It was reported that the patient suffered a myocardial perforation and the lead had dislodged. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.